Event description:
This facility uses a jenker to assist in recapping used needles. It was reported that the needle caught on the side of the cap and penetrated the cap. The nurse was pulling off the needle to dispose of when the stick occurred.